Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller to resolve the issue. The system was verified and ready to use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer found it difficult to install multiple endoscope plugs at the vision side cart (vsc) connection. The technical support engineer (tse) had the customer inspect the endoscope controller (ec)'s receptacle and pins, but the caller reported no bent pins or debris. The procedure was completed with no report of patient injury.

Manufacturer narrative:
The probable root cause is due to an issue with the light engine within the endoscope controller (ec).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscopic controller (ec) involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The ec was installed and tested into a golden system where the component functioned as expected. This unit was installed into the test system and running video test for 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Replicated difficulty inserting endoscope into ec.

Event description:
Refer to h11 for follow-up information.